Event description:
Pt reported that their physician feels that they unexplained high blood glucose levels are due to the device. High blood glucose occurrs every once in a while. Pt self-treated high blood glucose by bolusing insulin.